Event description:
The patient's mother reported the patient experienced elevated blood glucose while using the infusion set. After the second day of use the patient's blood glucose measured over 17.3 mmol/l (311 mg/dl) at 2:15am and the mother administered 3.2, and 2.0 units of insulin. At 3:16am his blood glucose measured 12.6 mmol/l (227 mg/dl), 10.9 mmol/l (196 mg/dl) at 4:16 am, 11.8 mmol/l (212 mg/dl) at 6:00am, and 14.4 mmol/l (259 mg/dl), time unknown. The mother then recognized that insulin was leaking between the infusion set tubing and luer. The patient changed the infusion set and bolused through the infusion device and his blood glucose decreased. She stated that when the patient used the 30cm infusion set he had no issues. When the patient used the 60cm infusion set insulin leaked between the infusion tubing and luer. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.